Event description:
Same case as: 2134265-2013-07297, 2134265-2013-07381. It was reported that an automatic pullback failure occurred. The ilab system failed to do an automatic pullback after attaching the sled to the motor drive unit (mdu). They changed the sled, used a new one and connected it to the mdu. The automatic pullback worked fine and the procedure was completed. No patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).